Event description:
It was reported that during a procedure, the tip of the unit fell off. No adverse consequences were reported. Further, a minimal delay was reported as the unit was replaced and the tip was removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. It was reported that a quantity of two units were implicated in the event. Please refer to medwatch report number 1648666-2012-00032.